Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation

Event description:
It was reported that the patient had a revision surgery of an inflatable penile prosthesis, as it was not functioning due to fluid loss. The original reservoir was not replaced. There were no patient complications and the patient's outcome was great.